Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during procedure. There was no reported patient injury. The device will be returned for evaluation. The product was returned for analysis. A non-sterile ¿mynxcontrol vcd 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, both buttons 1 and 2 were fully depressed with the clock symbol visible in the tension indicator, the syringe was connected to the device with the stopcock open. A non-cordis procedure sheath was on the device. The sealant was not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported failure, and no damages/anomalies were observed on the returned device. Per functional analysis, the device was reset manually and performed the leak test. The balloon of the returned device was inflated with air, and pressure was maintained with proper functioning of the inflation indicator. Per microscopic analysis, visual inspection at high magnification revealed that there was no residual fluid in the balloon of the returned device. A product history record (phr) review of lot f2219502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Failure to follow IFU instructions may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2219502 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during procedure. There was no reported patient injury. The device will be returned for evaluation.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.